Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician observed the roller pump to function as intended throughout the evaluation. There were no instances of the display flickering or going out. Per the data log analysis, the complaint indicates the issue occurred on (B)(6)2020. The log review showed activity on (B)(6)2020. There are no indications in the log review of an issue other then several start/stop events, indicating a possible problem. Most likely only the pump display has an issue indicating a problem with the display assemble or a connection to the display assembly. Nothing would be logged for this type of problem. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) verified that the display was flickering, and only partially visible when not completely black. The display assembly was replaced. The unit operated to the manufacturer's specifications. The suspect part was returned to the manufacturer for further evaluation.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the roller pump display was flickering. The roller pump was able to be controlled from the local knob and the central control monitor (ccm) slider. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review: on (B)(6) 2020, the team had an incident during a cpb procedure in which they noticed that their six inch roller pump on their heart lung machine (hlm) had a flickering local display. The team was able to control the roller pump adequately from the local knob, and the ccm slider. The roller pump was not changed out during the procedure. The flickering display did not delay the continuation of the surgical procedure. There was no harm, or blood loss associated with the event.